Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power loss alarm and post-reset ram crc alarm. The customer's blood glucose value was 130 mg/dl. The customer stated that the pump died and it took 3 batteries for the pump to come back on. The customer stated that the pump alarmed immediately after battery change. The product was returned for analysis.